Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode, and exhibited pacing inhibition. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode and exhibited pacing inhibition. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device did not exhibit pacing inhibition at any time. The pacemaker device was explanted and replaced. The explanted device was discarded at the facility and will not be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.